Event description:
Additional information received reported that the drug was not going to where it was supposed to go.

Event description:
It was initially reported that the patient was hospitalized due to baclofen withdrawal. When the healthcare provider (hcp) attempted to retrieve medication from the pump, they did not obtain any. It was later reported that the patient was hospitalized from (B)(6) due to an increase in pain of the right hip, back, and neck. The patient was seen by his hcp on (B)(6) 2012. Baclofen 2000mcg/ml was delivered at a daily dose of 410.5mcg. Patient was noted as "strongly wanting to have the pump removed". The medication was reduced by 24% to a dose of "310.4 mcg" and patient was given 20 mg of oral baclofen; was told to carry it in case he needed to take it for withdrawal. The patient was to schedule an appointment to be seen in two weeks, however it was indicated that an appointment had not been made yet. The hcp did not know the status of the patient, as they had not heard back from the patient.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2007 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).